Manufacturer narrative:
It was reported that the date of event is between (B)(6) 2020 - (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume infusor burst during filling. It was further reported, "the mechanism that the balloon is attached to completely dislodged exposing the contents from the burst balloon" the set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.